Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. It was rest by unplugging and replugging in the power cord. The monitor was then working correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.